Event description:
It was reported that the patient experienced a burning sensation in the proximity of their implantable neurostimulator (ins) and lead component during a MRI procedure. The sensation began about 25 minutes into the procedure. The MRI was performed on the cervical, thoracic, and lumbar areas of the patient (reason not reported). It was noted that the ins stopped working for about 30 minutes. Approximately 1 hour later, impedance check of the ins showed no problems or alerts. The device was switched back on without incident and the patient received effective stimulation to the required area. The physician requested no further investigation or communications relating to this event and was aware of the MRI labeling for the ins system. The patient was reported as doing well.

Manufacturer narrative:
Concomitant medical products: product ID 3877-60, lot# 0202932015, implanted: (B)(6) 2010. Product type: lead: product ID 3877-60, lot# 0202922813, implanted: (B)(6) 2010. Product type: lead. (B)(4).